Manufacturer narrative:
B3: date of event is unknown. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.

Event description:
It was reported that "alarm sounds due to sensor failure". This occurred during patient use, no patient harm/adverse event reported.